Event description:
The hcp reports that the patient suffered a spasm which resulted in a subsequent car accident. As a result, the patient requested the device be explanted. The patient had been seen by the hcp a short time prior to the incident. At that time the patient had reported no problems with the device, no report of any different sensations and the device was not moved or manipulated. The device was explanted by another physician approximately 4 months after the accident. No further information was available from the hcp.